Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, brown particles in the fill channel, one opening linear on the anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and one opening crease sharp on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool and one crease sharp opening on the radius due to fold flaw opening.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.